Event description:
Patient presented with erosion of the stimulation lead at the neck incision. Physician brought the patient into the or and removed a segment of the stimulation lead body to allow further healing.